Event description:
A customer in (B)(6) notified biomérieux of a discrepancy with chromid¿ carba smart(reference (B)(4)) regarding missing growth on a rectal swab of klebsiella pneumoniae. These strains are confirmed carbapenemasi on the molecular methods and also on mac conkey agar with meropenem. It is unknown whether there is any impact or adverse health affect to the patient due this discrepancy. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in italy reported a false negative (no bacterial growth) identification in association with the chromid® carba smart agar. Internal biomérieux investigation was conducted. The customer lot was expired at the time of investigation. As the customer did not submit any patient strains, the investigation was conducted using internal biomérieux clinical strains of klebsiella pneumonia carbapenemase (kpc) and metallo-carbapenemase-type carbapenemase producing enterobacteriaceae. Evaluation of customer complaints indicates no systemic issue related to performance of chromid® carba smart agar. In addition, there were no additional customer complaints regarding product performance for the reference lot. Evaluation of manufacturing batch records indicate product conformance within specifications. Investigational testing included inoculation onto retained chromid® carba smart plates, of the customer's lot, the challenge strains used a routine quality control. Escherichia coli atcc® baa-2452¿; serratia marcescens 10 08 091; klebsiella pneumoniae atcc® baa-1705¿. Reading was performed after incubation under aerobic conditions at 33-37º c for 18-24 hours. Product performance was as expected regarding sensitivity and color intensity: escherichia coli: spontaneous coloration (pink to burgundy) , producing ss-glucuronidase (ss-gur) and/or ss-galactosidase (ss-gal) . Klebsiella pneumoniae atcc baa-1705 and serratia marcescens (kesc): spontaneous bluish-green to bluish-grey. In addition, the chromid® carba smart package insert indicates "growth depends on the requirements of each individual microorganism. It is therefore possible that certain strains which have specific requirements (substrate, temperature, incubation conditions, etc.) May not grow. Some enterobacteriaceae strains with weak carbapenemase-producing activity may not develop on the media." The investigation concluded the chromid® carba smart agar is performing as intended.

Manufacturer narrative:
This report is being submitted to document the date of submission as april 4, 2017 and the date information was received as march 10, 2017. These items were inadvertently omitted from supplement 1 of this record.